Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch (lbb) lead was noted to exhibit insufficient evidence of left bundle pacing at the mapping site. Upon repositioning attempt, the physician was unable to retract the helix of the lbb lead from the tissue. The helix was damaged while the physician placed traction on the lead to remove it. The lbb lead was not used and replaced on (B)(6) 2025. The patient was discharged post-procedure.